Event description:
It was reported that the rigid video scope had burred image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction of blurry image was able to be confirmed. The device evaluation revealed the following reportable findings: broken cable, purple image, fiber bonding in outer tube area is damaged, and cracked coverglass in the insertion tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely a broken video cable caused the purple image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had burred image. There were no reports of patient harm.